Manufacturer narrative:
Device passed active current measurement, sleep current measurement test, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 130 alarms noted during test. No damage noted to motor assembly during visual inspection. Motor was tested outside of the device and passed. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap does lock properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump is requesting repeated insulin pump rewinds. Customer also reported that the reason for repeated insulin pump rewinds was because insulin pump kept giving pump error. Customer was able to clear the alarms in alarm history but they were unable to complete insulin pump rewinds. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.